Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, complication in site preparation, biomechanical overload, bruxism, inadequate bone quality/quantity.